Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. Analysis and findings: the reported complaint event cannot be verified or analyzed due to the absence of the affected cti-ii device in that it was not returned. Should the affected device be returned in the future, the complaint may be reopened and amended as needed. A review of the two year complaint history indicated that there was one other similar complaint reported previously. A review of the manufacturing assembly instructions indicated that nothing had been changed, and work instructions were properly being followed and adhered to. It should be noted that all devices are 100% functionally verified for proper operation, including the deployment of the extension "wings" both at the OEM supplier and at csi trumbull before sealing and packaging for acceptability. Therefore, a definitive root cause for the reported event is indeterminable at this time, proper use of the device is referred to the accompanying IFU. A review of the lot DHR did not indicate any abnormalities correction and/or corrective action: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. None reason: this complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No.

Event description:
"Customer using 10/12 pilot guide, anchor wings split and broke off in patient was able to retrieve and complete closure, patient was not injured." (B)(4).